Manufacturer narrative:
Unit received with constant rf pic failed self test alarm due to a faulty y1 on the rf board. Unable to perform operating currents, self-test and displacement test due to rf pic failed selftest alarm. (B)(4).

Event description:
Information received by medtronic indicated that, the customer received with an insulin pump error. Customer was able to clear and rewind the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.